Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of cholangiocarcinoma. During the procedure, the screen started blinking, freezing, and then a loading screen appeared. After troubleshooting the issue persisted. The procedure was completed with another exalt model d scope. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of cholangiocarcinoma. During the procedure, the screen started blinking, freezing, and then a loading screen appeared. After troubleshooting the issue persisted. The procedure was completed with another exalt model d scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. H11: the returned exalt model d scope was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The investigation was unable to identify any damage or malfunction related to the reported event. Based on all gathered information, the probable cause selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed.